Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the precision aiming device was found to be malfunctioning as the reported issue could be replicated and that the passive planar probe and vertek probe were accurate on known anatomical landmarks. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: 9735737, version 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in an electrode and probe placement procedure, an imprecision was observed on the navigation system. It was reported that an 8 millimeter imprecision was observed on the navigation system once entering the anatomy. Due to the imprecision, the laser fiber that was being placed was inaccurate and the site opted to discontinue the procedure as the lesion that would be ablated by a medtronic thermal therapy system was approximately one millimeters in size. It was also reported that an initial lesion had been ablated previously without issue. It was reported that the imprecision occurred on a second medtronic navigation system that was brought into the operating room (or) following the imprecision documented in MDR 1723170-2020-01307.

Manufacturer narrative:
H2, h3, h6: the software logs were reviewed by a medtronic representative, but there was insufficient information to determine the exact root cause of the inaccuracy. Previously reported code 10 is applicable as are codes 3221 and 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.